Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. Lens opacity and low vault were noted on (B)(6) 2015 and the lens was explanted on (B)(6) 2015 and not replaced. Patient's last ucva was 20/25.

Manufacturer narrative:
(B)(4).